Event description:
On 04/08/2026, a healthcare professional reported that the glidewell ht implant failed. The patient's bone type is iii or IV, and their oral hygiene is fair. The patient presented on (B)(6) 2026 for a primary procedure on teeth #13 and #15. The patient returned on (B)(6) 2026 with complaints of pain, before the second stage of surgery. Upon examination, the provider noted infection, inflammation, granulation/fibrosis tissue, and abnormal bone loss around the implant, and that the implant failed due to osseointegration issues. The device was removed on (B)(6) 2026 and replaced. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw report: 3011649314-2026-00613.